Event description:
The user facility reported their sterilizer was leaking water. The water leaked out from around the sterilizer door seal and in front of the sterilizer door. In addition, the facility stated the water was found to be leaking into the floor below. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris technician arrived at the facility, inspected the unit and found the leak had been caused by a compromised sterilizer door seal. The technician cleaned debris from around the door seal and door seal channel, tested the unit and confirmed the unit was operating to specification. The sterilizer was installed in september of 2000 and is currently under steris service contract. The last preventive maintenance was completed on december 30, 2013 at which time the unit was verified to be operating to specification and no leaks were observed. No further issues have been reported.